Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 30-degree endoscope plus was found to have engagement issues. The endoscope would twist and did not rotate or turn properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer returned the endoscope for a scope exchange. There was no visible physical damage to the scope. The doctor stated her desired orientation, but the scope was turning to the opposite angle on its own. This occurred during docking. The customer opened another scope and the procedure was completed.

Manufacturer narrative:
The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause is attributed to component susceptibility to increased friction.